Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a pre-discharge check, the right atrial lead exhibited a loss of capture and had dislodged. The lead was successfully repositioned. The patient was in good condition and would continue to be monitored.